Event description:
It was reported that a couple of hours after starting to use the product, an alarm was issued from the pump whose sensor had undergone adjustment. The alarm went off at 23:00. After replacing the pump with another one, sometimes the alarm sounded in the morning. No death or serious injury was reported in connection with this incident.